Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction this event caused by a component failure of ceramic head (insulation beak). The insulation beak failure is mechanical component problem, but the cause of insulation beak failure could not be determined. The most likely cause is impact, dropping, shock or similar stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. See DHR examples as applicable to the investigation results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the inner sheath ceramic head was torn. The event was found during reprocessing. There were no reports of patient involvement.